Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was identified during initial assessment of a returned homechoice (hc) device, in the log of a hc device. The cause of the complaint was not determined. There was no allegation reported against the baxter product by the customer, therefore the device was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A system error (se) 2240 alarm was identified in the logs during evaluation of a homechoice (hc) device.